Manufacturer narrative:
The instrument associated with this report has not been returned. Follow up to retrieve it for examination was not successful. A worldwide complaint database search found no other related incident(s) against the provided product/lot combination since release for distribution. The investigation is unable to determine a root cause with the information available. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Complaint description: the neck does not click correctly on the broach. / / investigation method: the instrument associated with this report has not been returned. Follow up to retrieve it for examination was not successful. A worldwide complaint database search found no other related incident(s) against the provided product/lot combination since release for distribution. Research using the as400 finds this product / lot combination was initially released for distribution in january 2014. / / investigation summary: the neck does not click correctly on the broach. The instrument associated with this report has not been returned. Follow up to retrieve it for examination was not successful. A worldwide complaint database search found no other related incident(s) against the provided product/lot combination since release for distribution. The investigation is unable to determine a root cause with the information available. Corrective action was not indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The neck does not click correctly on the broach.